Event description:
It was reported that during a lap cholecystectomy procedure, the device anvil failed to lock when attempting to close and fire the device. Another device was used to complete the case with no pt consequence.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.